Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Painful-vagina [vulvovaginal pain], painful to remove them-tampon [complication of device removal], instead of flaring out, they split in 2-tampon [device breakage] . Case narrative: consumer reported via email that the tampon split in 2. No serious injury reported.